Event description:
It was reported that the patient underwent an implantation of an intraocular lens (iol) in the left eye which was removed and replaced in a secondary procedure due to a myopic outcome. It was stated that there was no incision enlargement created during the removal of the lens. No patient injury was reported.

Manufacturer narrative:
The intraocular lens (iol) was returned to our manufacturing facility for evaluation. A visual inspection showed a lens where the optic was cut in half, which is consistent with a lens that has been removed from the eye. Due to the received condition of the lens, the diopter could not be measured. No optical deviations on the optic parts were found. The lens passed all acceptance criteria for all tests performed and was within all specifications during the manufacturing process.(B)(4): placeholder.

Manufacturer narrative:
Manufacturing record review showed no deviations. Diopter measurement records from this particular lens was verified and shown to be within specifications. In conclusion, the batch has passed all acceptance criteria for all tests performed and is within all specifications. Placeholder.